Event description:
It was reported by the patient that she underwent a hernia repair procedure on (B)(6) 2009 and mesh was implanted. The patient experienced complications and infection. A second procedure was performed on an unknown date and the mesh was removed. The patient reported that the mesh was torn and an ostomy was created.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5025998